Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. Complaint was not confirmed. The patient reused the single use only drain line extension. Per the complaint information, the cause of the complaint is mis-use. The drain line is only used for discharging effluent and therefore the risk of infection to the patient is not expected to be significantly increased. The extension lines are only designed for single use. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A 510k number cannot be provided since the product code and lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During troubleshooting for a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use during drain 2 of 5, the patient revealed that they have been reusing their drain line extensions. The patient stated that they change it once a week. The baxter technical service representative (tsr) tried to assist further but the patient refused. During a follow-up with the nurse regarding the reported problem, it was found that the clinic supports the reuse of the drain line extensions. The nurse stated that this is part of their policy. The nurse stated that the patient has been continuing therapy this way without any further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.